Manufacturer narrative:
There were no injuries reported in this case. The procedure was successfully completed after the cross was moved over the cable. System troubleshooting is described in the operator manual for the siremobil iso-c unit (spr2-230.621.09.05.24, pages 50-51). This report was submitted on (B)(4) 2013.

Event description:
It was reported that while using the stryker enlite navigation system for a spinal fusion procedure, an error message occurred that state "the image acquisition at the siemens c-arm was interrupted. Navigation will not be loaded". It was reported that the issue was noticed just after performing the 3d spin with the siemens c-arm (siremobil iso-c). The images were reported to be manually moved over. The sales representative state that he moved the cross over cable and repeated the spin and the system functioned correctly. A thirty five minute delay resulted while the pt was under anesthesia. It was reported that spinemap 3d software was used and the procedure was completed successfully.